Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the back therapy electrodes. The patient reported that their physician had advised the patient use a cream and to take off the device to allow the irritation to heal. There was no alleged device malfunction. The patient's current medical outcome is unknown.